Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation determined the reported leak appears to be due to the observed torn silicone valve in the clip introducer. However, a cause for the tear cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: type of investigation: 4114.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the clip introducer inside of the steerable guide catheter (sgc) when air was visualized within the chamber of the sgc. The clip and sgc were removed from the patient and replacement devices were selected. The procedure was completed successfully; the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, the cause for the reported leak/splash cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.